Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown concentration and dosage. It was noted that the patient had dilaudid in their first pump with a ¿lighter dose and concentration¿ than what was in his pump at the time of the events in (B)(6) 2017. The reason for use was non-malignant pain. It was reported that the patient has had a pump for the past 15 years, and the last one he had was in for about 2 years and ¿they had to pull it¿ because ¿it was leaking.¿ the patient stated that in the beginning (first part) of (B)(6) 2017, his nurse filled his pump and right after that the patient started feeling weird like there was fluid buildup behind the pump. A couple days after the refill, the patient got on antibiotics and ¿mashed the fluid out and it was a clear liquid.¿ the patient kept on the antibiotics for a couple weeks, and in the middle of december the patient stated the liquid ¿started blowing out holes in the old incision where they put it in that were about the size of an eraser.¿ the liquid kept ¿blowing out more and more.¿ they cultured the pump 3 times which ¿showed nothing as far as infection goes.¿ the caller asked if it was normal for this to occur. The patient asked his doctor if he thought the pump was leaking, if so would the body absorb it, and if he could overdose from it. The doctor told him, ¿I could almost tell you with certainty that it was the pump leaking.¿ the patient had never had a problem with his pump leaking. The situation was being addressed by the healthcare professional (hcp). It was recommended that the patient follow up with the hcp regarding instances of pumps leaking. It was reported that the pump was not sent to the manufacturer for analysis. It was then reviewed that the hospital/hcp can choose to return the pump for analysis to confirm if the pump was leaking. The patient had an appointment with the hcp ¿on the (B)(6)¿ and will talk with him. The patient mentioned that he will not be getting another one, that he decided against it because it could have killed him, noting ¿dilaudid is a pretty potent drug.¿ there were no further complications reported/anticipated.